Event description:
It was reported that one day post replacement procedure, the patient overnight heart rate was lower than the programmed lower rate on the cardiac resynchronization therapy pacemaker (crt-p).  It was noted that the his bundle lead had a loss of capture and pacing spikes were not visible on the strips.  The device and lead remain in use.  No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead exhibited oversensing which resulted in pacing inhibition. Reprogramming was done and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.